Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, there seemed to be something wrong with the label for the catheter. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. One hemostar long - term hemodialysis catheter label showing the contents of the kit, catalog number, lot number and expiry date. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported labeling issue as there were no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a dialysis catheter placement procedure, there seemed to be something wrong with the label for the catheter. There was no patient contact.